Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: after the procedure. It was reported that post an uneventful left internal carotid artery stenting procedure, the pt had a left cerebral stroke. The pt developed right sided weakness on the evening of the procedure. A head CT was done and showed only chronic small vessel changes, however, a neurology consult one day post procedure found a small ischemic stroke with motor involvement only, thought to be secondary from micro particulate distal emboli. The pt was treated with antiplatelet agents. When the pt was deemed stable, physical and occupational therapy were started. Three days post procedure, the pt was discharged to a rehabilitation facility. Although requested, there is no add'l info available. Study event.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. Embolism and stroke are known possible adverse events associated with the use of carotid stents as stated in xact instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.